Event description:
It was reported that the fox balloon catheter was advanced to the proximal superficial femoral artery and inflated; however, the balloon appeared longer than it should be (approximately 3 1/2 centimeters instead of 2) and was inflated in healthy tissue. The decision was made to retract the catheter after successful predilatation. No patient adverse effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Potential causes for the balloon appearing to be oversized include, but are not limited to, manufacturing, anatomical conditions or imaging appearance. In this case, the balloon was not returned for analysis which would have aided in the investigation. An image of an inflated balloon was received; however, there is no scaling available to reference. To ensure this is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and measured during manufacturing. Overall, without having the device to examine, a conclusive cause could not be determined. However, there is no indication to suggest the existence of a product deficiency. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported.